Event description:
The customer stated that his blood glucose readings had been higher than usual. One evening, he received a reading of 519 mg/dl using his breeze2 meter and took insulin based on the readings. The customer alleged that he took too much insulin and suffered a seizure. Paramedics were called and they tested the customer's blood glucose at 40 mg/dl using their meter. The customer was treated with IV glucose. While gathering info from the customer, it was discovered that his test strips were expired. The customer's meter is to be returned for evaluation. A replacement meter and test strips were sent to the customer.